Manufacturer narrative:
The investigation of pump not detected has been completed. The cause of the impella defective alarm was not determined since product was not returned and logs were not available.

Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and decompensated right after implant. Vasopressin, epinephrine, and amiodarone drips were started. The patient had suction alarms and performance level p-6 was the highest level able to be achieved. Echocardiogram had poor windows; however, the physician was content with the impella cp position. The patient continued to have poor oxygenation and potential plan for extracorporeal membrane oxygenation (ECMO). The patient continued to be labile. The patient was planned for transfer and during transfer the following day, upon automated impella controller (aic) to aic transfer, ¿impella defective¿ alarm appeared. The new aic used and ¿placement signal not reliable¿ alarmed. Per transport personnel, the impella shut off three times and restarted. It was noted the impella cord not completely plugged in as small gap was visible between console plug in and impella cord. The patient's mean arterial pressure was in the 70s and ECMO at 3l. Impella cord was unplugged to assess prongs, which were all straight then replugged in and still not fitting flush into plug in. The impella cp device was at p-6/ with flows of 2.4l and placement signal was not visible on aic. The physician was okay with muting the placement signal unreliable alarm which was completed with guidance. An echocardiogram was completed and the impella cp measured 3.46cm within mid left ventricle. The patient was noted to also has severe mitral regurgitation and the physician felt, however, the mitral regurgitation was causing a false normal ejection fraction. The patient remains intubated and sedated on support. However, the patient would eventually expire. Care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and determined that the demise outcome is assigned to both the impella cp pump and automated impella controller. There is not enough evidence to exclude the impella cp pump and automated impella controller used as an associated factor in the patient's outcome given event details on both devices. The automated impella controller is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-29292 for the report on the impella cp. The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.